Manufacturer narrative:
Currently, it is unknown to what degree the device may have caused or contributed to the reported event. It was reported the patient experienced infection, and inflammation. Inflammation is listed as a possible known adverse reaction in the instructions-for-use. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient underwent laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy, modified mccall's culdoplasty and posterior colporrhaphy with implant of a bard flat mesh. (B)(6) 2005 - patient required an office procedure to drain fluid from an indurated area of mesh the patient was treated for infection with multiple antibiotics. (B)(6) 2006 - complaints of some urgency, some frequency, rectal pain. On exam it is noted, ¿posterior vaginal wall is mildly tender, no drainage or discharge, no evidence of erosion. In the midline there is evidence of a graft in place. She has good pelvic support.¿ (B)(6) 2007 - complaints of pelvic pressure. On exam it is noted, ¿the graft has thickened in the midline, has folded apparently towards the midline. Rectovaginal septum is definitely intact. She has excellent support. You can feel the anterior rectal wall which appears intact but has some thickening consistent with this graft as well as against the posterior vaginal wall." (B)(6) 2007 - complaints of vaginal drainage. Per the md assessment, ¿patient has had erosion of the mesh with drainage and it has bunched and caused local symptoms and drainage.¿ (B)(6) 2007 - complaints of pain and was diagnosed with erosion of the posterior wall graft. (B)(6) 2007 - removal of posterior vaginal wall graft and posterior colporrhaphy due to rectocele and erosion of vaginal wall graft. It was reported the patient experienced infection, erosion, pain and inflammation.